Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. The medwatch report recieved from the hospital is attached. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00041.

Event description:
Allegedly revised due to patient discomfort.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend.